Event description:
On (B)(6) 2009, the plaintiff was implanted with an ams monarc sling with the "intention of treating her sui" (stress urinary incontinence). It was alleged by the plaintiff's attorney that as a result the plaintiff experienced, "serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries." It was also alleged that the plaintiff experienced, "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.